Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -6.0/+2.0/088 diopter, into the patient's right eye (od) on (B)(6) 2017. On the same date but not during the same surgery, the lens was exchanged for a smaller lens due to the patient experiencing excessive vault. As of the date of MDR submission, the lens has not yet been returned for evaluation.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial. Visual inspection found a missing piece of haptic. (B)(4).